Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site experienced another inaccuracy. The system was about 4 millimeters (mm) off when they checked the tip of the patient's nose for accuracy. The field representative (rep) stated that the surgeon used trace and touch points during registration and the zones of accuracy covered the anatomy in the area of interest for the surgery. After registration, accuracy was confirmed and the surgeon began operating. About 30 minutes into the case they touched the tip of the nose with the straight suction and were about 4 mm off, they tried to confirm accuracy with the 90 degree suction and 70 degree suction and still had a 4 mm off. The rep stated the patient tracker was placed on the patient's forehead and taped with steri-strips to keep it in place. The scan included the tip of the nose and the top of the patient's head. A flat emitter was used and they had no issues tracking any of the instruments. The site rebooted the system, re-registered the patient, reverified instruments and used new instrument trackers and the accuracy was restored. There was a 30 minute surgical delay. No known patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) a manufacturer representative went to the site to test the navigation system. No hardware parts were replaced, but the software was un-installed and re-installed. Codes: b01, c10, d02. The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. As per the case description, the site faced the inaccuracy issues. After re-registering the patient, the accuracy was restored. Based on the information provided, suspecting frame movement might have caused the issue. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes: b01, c19, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.